Event description:
A healthcare professional reported that smell of gas during unknown timing of the surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specification as per service installation record. During onsite visit the field service engineer replaced the laser head and performed preventive maintenance. Field service engineer performed system verification as per service installation record. The review of logfile for the period of shows no laser head related warning or error messages. The last gas change before the reported issue was performed. The sample is expected to be returned to company for evaluation but has not yet arrived. When the laser head arrives, the sample will be forwarded for investigation to the responsible supplier. Without sample no deeper root cause analysis is possible. Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).